Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing

Event description:
Device 2 of 2: reference MFR. Report # 3006705815-2018-03115. It was reported the patient's leads had migrated after experiencing a fall. The issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2018 during which the existing leads were explanted and replaced. Effective therapy was restored post operatively.